Event description:
We were notified that this rv lead is fractured. A revision has been scheduled for the future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.